Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure in which the balloon tubing placement was revised, as the patient had the tubing mispositioned in the abdomen. During the surgery, the tubing was successfully repositioned and there were no patient complications.